Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: right breast implant extrusion and rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female who underwent revision breast augmentation surgery with mentor medical devices (455cc smooth uhp; mentor memorygel breast implant, date of implant 2/4/2020) experienced right breast implant extrusion and rupture, resulting in an explantation, and replacement with catalog number 3505455bc; serial number (B)(4) on (B)(6) 2020. As per the report, the patient¿s incision opened up and the implant was exposed. Upon removing the implant on the right hand side, a small bubble and some irregularities through the interior of the implant were noted. Thus, confirmed a rupture. No further information was provided regarding this case. Should more information become available, this case will be re-assessed and notes will be updated.

Manufacturer narrative:
On 4/16/2020, device evaluation was completed. Device evaluation summary: during visual evaluation, an anomaly on anterior view was observed on the device consistent with a crease/fold. A tear measuring approximately 18 cm was also observed within the crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Extrusion may occur when the wound has not closed or when tissue covering the implants weakens. The incidence of extrusion has been shown to increase when undue pressure is applied on the tissue located over the device, trauma to surrounding tissues may lead to thrombosis, delayed wound healing, improper size, placement, larger sized implants, use of steroids in the surgical pocket and microwave diathermy. Radiation therapy has been reported to increase the likelihood of extrusion. Extrusion may require additional surgery and possible removal of the implant, which may result in additional scarring and/or loss of breast tissue. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, device re-evaluation was performed since additional testing was added. During visual evaluation a tear was observed on the posterior view, measuring 18 cm. Microscopic examination of the edges of the tear revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Extrusion may occur when the wound has not closed or when tissue covering the implants weakens. The incidence of extrusion has been shown to increase when undue pressure is applied on the tissue located over the device, trauma to surrounding tissues may lead to thrombosis, delayed wound healing, improper size, placement, larger sized implants, use of steroids in the surgical pocket and microwave diathermy. Radiation therapy has been reported to increase the likelihood of extrusion. Extrusion may require additional surgery and possible removal of the implant, which may result in additional scarring and/or loss of breast tissue. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).